Manufacturer narrative:
Pending confirmation and follow-up information from explanting physician. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned for additional evaluation and investigation. Implanting physician did not believe that there were any issues with the patient's pump or catheter and also did not believe that the patient's issues were caused by the patient's medication. Physician was referred to another pain management physician and the implanting physician hasn't seen the patient since the end of 2018. Internal complaint number: (B)(4).

Event description:
A patient contacted technical solutions to report that their pump had been explanted. They report that since implantation, they have been to the emergency room multiple times due to "pain complications that were affecting my heart". The patient reports that they now have a pacemaker due to heart damage from these complications. It was also reported that potential underinfusion volume discrepancies had occurred during refill appointments. The patient stated that, "the nurses were taking out as much as they were putting in." Follow up communication with the patient's physician confirmed that there were no volume discrepancies observed.

Manufacturer narrative:
Physician requested medical release from patient in order to provide further information to post market surveillance. Director of quality systems followed-up with the patient to obtain signed medical release, but patient responded they were not comfortable providing it. Patient stated they would follow-up with the physician directly. No further information is able to be obtained at this time. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).